Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. It was found that the pump connecting tube was broken. Therefore, the pump was removed and replaced. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported hole, however, analysis identified an exposed teeth of collet in the quick window connector. The identified condition likely occurred du to a wrong technique inserting the tubing onto the connector. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, and examined using a microscope. Under microscope examination it was observed that the teeth of collet in the quick window connector was exposed. No leaks were found. Under microscope observation it was noted that the pump was contaminated. The pump was not functionally test due to the contamination was identified within the pump. Product analysis was unable to confirm the reported allegation related to hole/perforated and mechanical issue; however, product analysis identified exposed teeth of collet in the quick window connector. Labeling review: a review of the ipp operating room manual (orm) was performed; page 25 instructs how to insert tubing onto connector. It is concluded that the reported events are included in the product labeling and instructions surrounding how to insert tubing onto connector is included in the orm. Investigation conclusion: based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. It was found that the pump connecting tube was broken. Therefore, the pump was removed and replaced. The patient had a stable outcome.